Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump has been exposed to moisture. Customer reports there is fluid under the lcd display. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report, but may have been between 140-150 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window. No moisture damage was noted on the electronics, motor, vibrator or battery tube assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.